Event description:
The physician reported that he received a letter from a patient in whom he had implanted bilateral multifocal intraocular lenses(iols) in (B)(6) and (B)(6) 2010. She reported that she had the lenses removed and replaced with monofocal lenses by an unidentified physician due to her blurry and double vision. Precise dates of the explants are unknown and no identifiers were received for the replacement iols. This is the second of 2 reports for this event.

Manufacturer narrative:
The iol was not returned to the manufacturer. In follow-up with the initial implant physician, he stated there was no issue with the patient's iols, patient was not able to neuroadapt to the multifocality of the lenses. Batch records were reviewed and showed no deviations. A review of complaint records revealed that no additional reports of a similar nature were received on remaining iols manufactured in this lot.